Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/28/2025, it was reported that the user received alert 42 and, after restart and a dry run, was met with an ¿unable to proceed¿ message. A replacement ilet was arranged. No symptoms, external assistance, or medical intervention occurred.